Event description:
The bipap a40, international device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During the evaluation of the device, the device was visually inspected and found no evidence of foam degradation. During the evaluation, no foam particles were observed, however, there a ventilator inoperative error code discovered in the error log indicating a failure of the outlet pressure sensor. The device's the printed circuit board assembly needed to be replaced. The accessory port cover was noted to be missing. No repairs were completed because the device has been scrapped as per customer request. The device will be included in the fsn 2023-cc-src-039.